Manufacturer narrative:
Corrected fields: b1, b2, b5, h1, and h6. Corrected fields: b1, b2, b5, h1, and h6.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level. Customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. The customer's blood glucose was "high"; although specific value was not provided. Customer declined to provide any additional information.